Manufacturer narrative:
The answer to the question regarding complete on the general information tab was incorrectly marked as no. The answer to the question should have been marked as yes for being complete. Updated this record to reflect the correct answer for complete located on the general information tab. If an additional evaluation of this device is performed and it's a reportable issue/malfunction that is identified; this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the system leak verification test step during testing. The device's oxygen blending module sub-assembly was replaced to address the issue. A final test and run-in test were performed, along with battery and valve checks, the device operated properly. Afterwards, the device was cleaned.